Manufacturer narrative:
(B)(4). The device was returned and evaluated at baxter. The reported symptom of system error 322 could not be reproduced. However, it was confirmed through the history log, for a single event that cleared. It was determined that system error codes may be cleared by using one or more of the following methods: turn the pump off by pressing the on/off key. Turn the pump off by pressing the on/off key and removing the battery for 1 minute. Preventive maintenance should be performed on pumps exhibiting error codes that are clearable. If no error codes are observed after the test, the pump may be returned for use. The upper and lower aux. Assemblies were replaced for this device.

Event description:
It was reported, via phone call, that a pump was alarming for a system error 322. There was no pt involvement and this error occurred after the first clinical use. There was no information pertaining to the circumstances or the care area the error took place in provided.